Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. No fault was found. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that after a routine tracheostomy change, it was found that the passy muir speaking valve was not fitting properly. The only way this was achieved was by taking out the inner cannula. A new passy muir valve was tried with no success. The old trach was cleaned according to IFU rules and used with the new inner cannula. This resolved the issue. It appeared to the customer that the end of the new trach was smaller than it should have been.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Added h6 - health effects - health impact.,